Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medsurg multiple users were unable to log in or be authorized. Users were required to enter their ID and password at login, and when attempted to remove medications, a witness was required and biometric identifier required maintenance. The customer attempted to reboot the station and perform recovery; however these actions were unsuccessful, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist received a call from customer, who confirmed that the issue was resolved after performing a hard reset on the station and requested that an fse to come onsite to perform a proactive check to ensure the issue would not recur. Then field service engineer, who then worked onsite with the customer and confirmed that the issue was fully resolved. The system functioned as intended after the customer resolved the issue.